Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.

Event description:
Customer received results of 32 mmol/l (0830) and 19 mmol/l (0834) on the mobile system. Customer then tested 6.2 mmol/l (0834) on the compact plus system and 26 mmol/l (0844) on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test cassette; replacement was sent.